Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient receiving baclofen (2000 mcg/ml at 114.9 mcg/day) via an implantable infusion pump. It was reported that the patient had an MRI approximately 3 hours prior to the call and the pump was still in a state of motor stall. The pump had first been interrogated approximately an hour before the call, when a refill was performed. The caller was instructed to continue interrogating the pump until recovery was noted. No patient symptoms were reported. No further complications were reported.